Event description:
The customer reported the battery would not charge on ac power. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the battery would not charge on ac power. There was no report of pt involvement. The customer isolated the issue to a failed ac power supply. The customer ordered an ac power supply to resolve the reported issue.